Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was at eos after 2 years. The longevity was shorter than expected. The device will no longer connect.

Manufacturer narrative:
B5 has been updated to include information previously captured in manufacturer report 2182207-2025-02770 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient's intersim x was implanted two years ago, (pt was stimulating at 4.5 ma's), and had a ''battery low'' flag on the samsung handset, when hcp reviewed the patient and handset, they shared that they couldn't get any more info on the battery status.

Event description:
Information was received. It was reported that error message "therapy has stopped. Replace the internal device to continue therapy" was seen while trying to connect to their patient¿s battery. The battery is and interstim x, which was implanted in (B)(6) 2023. The battery should have at least 8 years of life left in it. The device was working until february this year when the patient went to increase the amplitude of device and the display showed internal battery low and found that it would not connect. Patient had a telephone consult with the dr in april and booked into clinic yesterday. Patient attended the clinic for device integration and manufacturer representative (rep) experienced same issue and could not connect.

Manufacturer narrative:
B3: date of event updated to approximate month/year. G3: date MFR rec updated to 2025-aug-27 as earliest known notify date. H6: patient codes e2401 added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the implantable neurostimulator removal/explant date is not yet known and noted that it is still in use but will be returned once explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received. It was reported the cause of the error message therapy has stopped / eos only after 2 years was not determined. The most likely cause or contributing factor was high stim. Patient scheduled for battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.